Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for regular follow up. Upon device interrogation, the atrial lead exhibited far field oversensing of qrs. Programming changes were made. The patient was in a stable condition.